Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had memory loss. It was also stated that a revision had occurred. The caller stated that the patient¿s ins was no longer working and was expired so it was replaced. The patient was new to the neurosurgeon and both the patient and their son didn¿t remember the previous settings. The programming would be done at a later date. The date of the revision was (B)(6) 2018. The caller confirmed that the patient would leave programming until a different date with their managing hcp. There were no further complications reported.